Event description:
It was reported that a spectrum pump falsely detected a loaded set at load points 3 and 4. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the false set detection at load points 3 and 4, while attempting to load a set, due to a failed downstream sensor. The downstream sensor was replaced.